Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The suture capture is missing from the upper jaw and was not returned. There are no other visual discrepancies. A functional evaluation showed that pulling the lever closed and locked the jaw. Pulling the lever and trigger deployed the suture passer as intended. A suture cannot be caught due to the missing suture capture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the firstpass broke up inside the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.